Event description:
Patient reports\ed that after applying the v-go 20 device at 11 pm on (B)(6) 2021, adhesive pad did not stay attached to the body. Patient reported that she went kayaking on (B)(6) 2021 and around 3 pm the v-go device became detached from patient body prior to 24 hours use. Patient reports that she did not properly clean the area before applying the v-go device to her thigh. Patient was able to replace the v-go device at 8 pm that night and no other information is available.